Event description:
A report was received that the patient was experiencing pain in the area around the ipg site. Injection was administered near the patient¿s pocket pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain in the area around the ipg site. Injection was administered near the patient¿s pocket pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging the ipg beyond two bars.

Event description:
A report was received that the patient was experiencing pain in the area around the ipg site. Injection was administered near the patient¿s pocket pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing pain in the area around the ipg site. Injection was administered near the patient¿s pocket pain. The patient will undergo a revision procedure.